Manufacturer narrative:
To date the device involved in the reported incident was not yet received for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A distributor reported that during their incoming inspection of goods on (B)(6) 2018, 9 pieces of (B)(4) standard tip straight were rejected because a foreign material was noted. There was no patient involvement reported.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Nine samples were received and particulate matter was observed in eight (8) of the nine (9) samples. These were observed using a magnifier in order to find the reported particles since some were hard to see. Of the eight (8) samples where particles were observed, two (2) were inside the inner tray. The other six were as follows: four (4) inside the outer tray (not in contact with the product), and two (2) on the outside surface of the tray (imbedded in the plastic). According to inspection criteria, product shall be inspected for foreign and objectionable matter under normal florescent lighting, approximately 18 inches from eye, unaided by magnification, and contamination may not exceed 0.10 mm square on the tappi dirt estimation chart. Only two (2) particles were over the 0.10 mm2, and thus all other are within the criteria. The two (2) particles found over 0.10 mm2, one was imbedded on the outside of the outer tray, the other was a light amber particle found loose inside the inner tray. Device history record (DHR) of the finished goods was reviewed. No anomalies were found that could be related to the described failure. Due to electrostatic material (e.g., plastic and silicone), these particles may attach to different surfaces and hide from view. The root cause for this event is undetermined. UDI # is (B)(4).